Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient with a wireless external neurostimulator (wens). It was reported that the patient stood up very quickly from a chair and was concerned that this may have caused problems with their trial lead. The patient had an appointment with their managing physician scheduled on (B)(6) 2018 to address the issue. No patient complications were reported.